Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had experiencing issue with the cr-1e pyxis system with screen goes black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was black. A technical support specialist (tss) dialed into the station and logged in as cfnadmin. Navigating to c:\program files (x86) carefusion, the rss update agent was visible and subsequently deleted. The tss then went to control panel, programs and features, selected carefusion rss agents, and performed a repair. Afterward, the rss update agent was again visible. The station was checked on rss, and the agent was updated. The event viewer, system was opened to review logs. Based on findings, the issue may be related to the internal batterys health. The tss noted that an fst dispatch will be arranged if the problem persists, in line with the referenced ka (knowledge article). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had experiencing issue with the cr-1e pyxis system with screen goes black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.